Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. A pocket revision occurred on (B)(6) 2023 due to pocket pain. During the revision procedure, the surgeon attempted to loosen the screw however, this was not successful. The surgeon revised the existing pocket. The leads did not come out of the closed loop stimulator (cls). The cls was repositioned back into the pocket. No further issues have been reported from the patient at this time.